Manufacturer narrative:
The reported event of ECG/iegms anomaly was not confirmed. The device was received with the battery voltage at elective replacement level. Upon electrical and mechanical analysis, the device indicated normal functionality with normal measurements. Further evaluation at various pulse amplitudes measured normal current and voltage results. Upon longevity assessment, the device exceeded projected longevity indicating normal battery depletion based on the average drain current.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the pacemaker exhibited electrogram (egm) anomaly. The pacemaker was explanted and replaced. The patient experienced no consequences.